Event description:
It was reported that during a lap gastric bypass procedure, when the jaws were opened the cartridge kept coming out of the jaw after the device was fired. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.